Event description:
It was reported that the mainframe on the 8800 system would not turn on. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The interconnect cable was not properly plugged in. Properly plugged the cable in. The system was tested and found to be working as intended and placed back into service.